Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One photograph of a stiffening stylet and t-lock assembly was returned for evaluation. An initial visual observation of the photograph showed the stylet was threaded through the t-lock. The core wire of the stylet was observed to be broken, and the coiled wire of the stylet was observed to be unraveled. Use residue was observed on the sample in the returned photograph. Details of the break sites and the weld tip could not be determined from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, during the catheterization process, the guide wire could not be withdrawn, and it was withdrawn after the skin was expanded, and after the withdrawal, it was found that the front end of the guide wire was disconnected and the puncture point was jammed, which caused a large wound to the patient before it was withdrawn, and the patient and his family were very dissatisfied. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received on 5/8/2025: it was reported the guidewire is loose and not completely broken in two. There was no residue in the body. Patient is still hospitalized. Clinician changed the arm and reintroduced catheter successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.